Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a piece of the shell was missing, the device had a broken shell and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified a smooth broken crease, stress marks and wear/abrasion. Based on the device analysis the final assessment is: a smooth broken crease in the side posterior assessed as a fold flaw opening. As a portion of the shell was missing, the assessment was inconclusive. Additional, changed, and/or corrected data: a.4, b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported ¿left side deflation¿. Device remains implanted.